Manufacturer narrative:
Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot manufacturing location: inspected, packaged, sterilized and released by: (B)(4). Release to warehouse date: 10-dec-2020. Expiration date: 01-nov-2030. Part number: 03.133.102, 2.5mm drill bit qc 135mm ster 45mm calibration. Lot number: 77p8903 (sterile). Component part(s) reviewed: part number: 03.133m102, 2.5mm drill bit qc 135mm lot number: u367685. This lot met all dimensional, visual, sterility and packaging criteria with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during an unknown procedure, the tip of the drill bit broke off after the surgeon drilled against the femoral nail. The tip fragment was left inside the patient. No further information was provided. This report is for one (1) 2.5mm drill bit qc 135mm ster 45mm calibration. This is report 1 of 1 for (B)(4).